Manufacturer narrative:
Corrected data: d4, lot no: proceeding zeros removed. Additional information h4 - device mfg date. Investigation summary testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 885112a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 885112a and device part number 195-430wjr lot 885112a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 885112a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025 with a nasal sample. Repeat testing was performed and generated a positive result. Additional testing was performed (brand unknown) on the same day, generating positive results. The consumer stated that they were symptomatic and experiencing fever, sore throat, headache, and a runny nose. No additional information including patient treatment and outcome was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025 with a nasal sample. Repeat testing was performed and generated a positive result. Additional testing was performed (brand unknown) on the same day, generating positive results. The consumer stated that they were symptomatic and experiencing fever, sore throat, headache, and a runny nose. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.